Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the left lead was fractured in the patient.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the l4 lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein a new l4 lead was implanted, and the previous l4 lead was left intact in the patient.